Manufacturer narrative:
The manufacturer previously reported information related to an alice nightone sleep diagnostics device. The customer complaint was unit is not recording properly. The device was returned to a third party service center. The service technician visually inspected the device. The technician reports damages to the spo2 cable (cable insulation damage, wires exposed, splitting wires exposed, cut cable). Correction: this event is no longer considered reportable based on the risk assessment.

Event description:
The manufacturer received information related to an alice nightone sleep diagnostics device. The customer complaint was unit is not recording properly. The device was returned to a third party service center. The service technician visually inspected the device. The technician reports damages to the spo2 cable (cable insulation damage, wires exposed, splitting wires exposed, cut cable). A final report is being submitted. If new information becomes available, a follow up/supplemental report may be completed.